Event description:
It was reported the patient had a shocking or jolting sensation. It was noted the patient had an automobile accident a couple months ago. It was further noted the patient rolled their car and hit their head on the ceiling of the care and then slammed them back into the seat. The reporter stated they could feel the stimulator after that and it felt like there was a crease in the center of the implantable neurostimulator (ins). It was noted the patient was afraid to turn their ins on. It was further noted that two times the patient¿s stimulation had ¿gone sky high¿ by itself. The reporter stated they had to turn the ins off to stop stimulation. The reporter further stated they had their therapy off for the past month. It was noted the patient had reported the car accident to their healthcare professional (hcp), but they had not told the hcp that they had the ins off. It was further noted the first episode happened over a month ago and the second episode happened a week after that. The reporter stated they had severe pain in their back. The reporter further stated their hcp was treating them for pain, but they did not check the ins or leads. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(6), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).